Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, approximately 3.5 years post implantation the study subject required an unspecified medication therapy due to mild pain in the contralateral (non-study, right) tha (ae#2). Reportedly, the pain was ongoing/unresolved and patient was re-admitted to the hospital approximately 7-8 months post initial complaints; however, the patient was ¿never revised¿, there was no intervention planned and the patient completed the study. Reportedly, no further information is available. Based on the information provided, the root cause and patient impact beyond the reported mild contralateral tha pain treated with unspecified medication therapy and non-serious hospitalization could not be concluded, as no further intervention or revision was planned and the patient reportedly completed the study. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that on (B)(6) 2015, the patient suffered from pain in the hip, which was treated with unspecified medication and is ongoing. Readmission of the patient to the hospital was required on (B)(6) 2015. Hip was never revised. The primary surgery was on (B)(6) 2011 for osteoarthritis.